Manufacturer narrative:
Based on the claim against the product by the customer noting not being able to bend the joint, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have unintuitive motion. The grip tips moved opposite of the master tool manipulator (mtm) commands. Additional observations not reported by the site include that the instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. This failure likely caused the unintuitive motion observed. Based on a log review, the instrument was found to have multiple engagement failures, error code 22020, and roll hardstop failures. The engagement failures were not replicated during in-house testing. The instrument passed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform black 45 reload. The housing was removed, and the instrument was found to have bearing corrosion. As a result, friction was observed when the instrument was manually rotated off the system. A gritty friction is observed when the main tube is manually rotated. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after a few firings, it was not possible to bend the joint of the sureform 45 curved-tip stapler. The instrument looked okay externally. The customer noted that maybe a wire was loose inside. The seal worked well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information about the problem experienced with the instrument during the procedure was available.